Event description:
It was reported that during an unspecified procedure, a blade detachment occurred. The blade and pad detached completely from the peripheral cutting balloon on the sterile field. This occurred outside of the patient. No complications were reported and the patient condition is 'fine'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)